Manufacturer narrative:
Other: (lack of information). (Death).

Event description:
Investigator reported at 5-year follow up that the pt suffered an acute mi > 30 days post index procedure, unk involvement of target vessel. The pt expired due to pneumonia. The investigator's assessment indicated that the event was not related to the device, drug or index procedure.